Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient required hospitalization. The patient was treated for the peritonitis with injection (inj) meropenem (1 gram per day) and inj vancomycin (1 gram every 5th day). At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.